Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set cannula kinked event on 01-jul-2024. The patient noticed symptoms within three or more hours after insertion. Blood glucose level was 20.8 mmol/l at the time of event. Insertion site was abdomen. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Therefore, patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.